Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, for one patient, involving the access accutni+3 reagent used in conjunction with the access 2 immunoassay system. The customer stated the initial elevated result was not reported out of the laboratory. There was no patient impact associated with this event. The patient's sample was collected in 13x75 mm lithium-heparin plastic separation tube (pst) and centrifuged at 8,500 rpm (rotations per minute) for three minutes, at room temperature. The sample was stored at room temperature between testing. The customer noted that the sample was stored at room temperature for greater than 2 hours prior to testing. No sample integrity issues were noted. Quality control (qc) recovery was within the laboratory's acceptable range prior to testing. No system errors were reported at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. The field service engineer (fse) noted the laboratory temperature was at 25 degrees celsius. The fse inspected all fans and noted all were functioning properly. The fse verified the vacuum pump and pipettor temperature. The fse noted the ultrasonics high voltage was drifting slightly. The fse verified the pipettor torque, reseated the ultrasonics connections, adjusted the voltage, and realigned probes. The fse completed a passing high sensitivity system check, system check, and quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.